Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they had to have dental work done, the aligners are causing their fillings to come out. Their dentist has linked this issue to the aligners, and they need to discontinue with the aligner treatment. Requested lor to cease treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.